Event description:
It was reported that 200 bd insulin syringe ultra-fine® had red foreign bodies in the needles. The following information was provided by the initial reporter, translated from chinese to english: it found that there were red foreign bodies in the needles of the unopened syringes.

Manufacturer narrative:
Device evaluated by MFR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd insulin syringe ultra-fine® had red foreign bodies in the needles. The following information was provided by the initial reporter, translated from chinese to english: it found that there were red foreign bodies in the needles of the unopened syringes

Manufacturer narrative:
H6: investigation summary customer returned a photo of a 1ml, 12.7mm, 29g u40 insulin syringe with a blister pack from lot # 1012907. Customer states that there were red foreign bodies in the needles of the unopened syringes. The photo was examined and exhibited a red piece of material on the cannula shaft. It is difficult to determine of this material solely from the photo. A review of the device history record was completed for batch# 1012907. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as is difficult to determine of this material solely from the photo.